Event description:
Customer reports to have high blood glucose between 500 mg/dl and 600 mg/dl. Customer's blood glucose at the time of call was 146 mg/dl. Customer states that diabetic educator did troubleshooting of insulin pump and believed issue may be with infusion set. Customer's cannula had not been bent during high blood glucose events. Troubleshooting was performed for past event and found that customer had recently found out about proper storage of unopened and opened bottles of insulin. Customer was also educated on proper technique for filling reservoir. Customer also reports of past issue with no delivery which was resolved with infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).